Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported the patient had surgery to explant their neurostimulator and tined lead. The patient was not a therapy responder. The decision to have the device removed was a joint decision between the patient and the physician. The patient did not report any concerns post-explant. There were no patient complications.